Event description:
It was reported that a right atrial (ra) lead exhibited low out of range impedance measurements when in bipolar configuration. The ra lead was programmed to unipolar configuration and measurements were within range. The patient will continue to be monitored. No further information is available. Due to the limited information received, further follow-up to obtain related details was not possible. This ra lead remains in service. No adverse patient effects were reported.